Event description:
It was reported that in 2006, the patient underwent treatment with the polarcath device for one lesion. During the polarcath cryoplasty procedure the immediate technical results were non-satisfactory and there was a flow limiting dissection. Post dilatation of the lesion a 7.0mm stent was implanted. The balloon/stent diameter was 7mm and the maximum post-dilatation pressure was 8 atmospheric pressures (atm). The one de novo lesion was identified in the external iliac artery. The quantitative data was calibrated angiography and revealed a mildly tortuous target vessel with a reference diameter of 7.5 mm. The target lesion morphology was concentric with mild calcification. The target lesion length was 10 mm and 100% stenosed. There were three patent run-off vessels. A total of two inflations were performed. The total cryoplasty procedure time was 10 minutes. The maximum post-dilatation pressure was 8 atmospheric pressures (atm). The final residual stenosis was 0%.the patient went to the hospital/clinic for a follow up visit in 2007. The patient was asymptomatic. The ankle brachial index (abi) was 0.95. The duplex revealed 0% restenosis in the target lesion and 0% stenosis at the target vessel. There were no flow anomalies. There were no adverse events and no intervention since the procedure.

Manufacturer narrative:
Date of event - 2006the device will not be returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore, a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu).